Event description:
Boston scientific received information that this implantable pacemaker was recently implanted and set to high outputs. Longevity states only 1.5 years are remaining. Outputs were decreased but the longevity did not improve. Boston scientific technical services was contacted whom advised the device will need to run battery checks over the next week as they calculated a longevity of 5.9 years at the programmed settings. Currently, this device remains implanted and in service. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.